Manufacturer narrative:
On (B)(6) 2024 - we were notified of a capsule in which the doctor believe was stuck on the patient's ileum. On (B)(6) 2024 - customer informed us that the issue was caused due to patient's condition and not the capsule. On (B)(6) 2024 - frm-0089b was received indicating the patient had a preexisting condition that led to retention. Since the customer didn't want to provide more information, including the sn, this complaint was closed. On (B)(6) 2024 - we were notified that a surgical procedure was done to the patient therefore this complaint will be reported.

Event description:
On (B)(6) 2024 - we were notified of a capsule in which the doctor believe was stuck on the patient's ileum. On (B)(6) 2024 - customer informed us that the issue was caused due to patient's condition and not the capsule. On (B)(6) 2024 - frm-0089b was received indicating the patient had a preexisting condition that led to retention. Since the customer didn't want to provide more information, including the sn, this complaint was closed. On (B)(6) 2024 - we were notified that a surgical procedure was done to the patient therefore this complaint will be reported.